Event description:
On (B)(6), 2012 the lay user/patient in the (B)(6) contacted lifescan to report the one touch ultra2 meter would not power on. On (B)(6), 2012 the technical service representative (tsr) spoke with the patient to obtain and verify information. The patient was unwilling to provide clarification on all issues. Since approximately (B)(6) 2011 the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient did not have a backup meter to use to test her blood glucose levels during this time period. The patient noted she worked it out taking her insulin regimen without benefit of blood glucose values. The patient manages her diabetes with humalog insulin taken at 10:00 am on a sliding scale and lantus insulin 26 units at 11:00 pm. In (B)(6) 2011, the patient took the action of consuming less food and drinking more water. On (B)(6), 2012 the patient suffered the symptoms of dizziness, sweating and headache. The patient did not use the reported meter to attempt to test her blood glucose levels. The patient administered self-treatment by consuming sugar and milk; she did not seek any medical attention. Troubleshooting revealed the test strips were correct and the battery did not need to be replaced. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k053529.